Event description:
It was reported that the patient with this remote communicator of this implantable cardioverter defibrillator (ICD) displayed a red call doctor icon. Troubleshooting efforts were performed, however, the interrogation was unsuccessful. Troubleshooting efforts were performed and the interrogation was successful. The patient was referred to contact their clinic regarding the call doctor icon. Upon review, it was noted that this ICD exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. At this time, this ICD remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
The field e1 was updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient with this remote communicator of this implantable cardioverter defibrillator (ICD) displayed a red call doctor icon. Troubleshooting efforts were performed, however, the interrogation was unsuccessful. Troubleshooting efforts were performed and the interrogation was successful. The patient was referred to contact their clinic regarding the call doctor icon. Upon review, it was noted that this ICD exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. At this time, this ICD remains in service and there were no adverse patient effects reported.